Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that two months post implant, increased pacing threshold was observed. When repositioning was unsuccessful, the lead was explanted and replaced.